Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, loss of capture was observed on the right atrial lead. Atrial lead dislodgement due to twiddle¿s syndrome was confirmed via chest x-ray. Programming change was made. The lead was explanted. The atrial port was plugged. The patient was stable after the procedure and discharged in the same day.